Manufacturer narrative:
The hill-rom technician found the siderail not latching due to residue in the latch. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2009-2014. It is unk if the facility performed any other preventative maintenance on this bed. The technician cleaned and greased the latch to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the right head siderail would not latch. The bed was located at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).